Event description:
Literature was reviewed regarding cardiac monitoring in patients with epilepsy. Patients with drug-resistant focal epilepsy were consecutively enrolled and underwent a subcutaneous implantable cardiac monitor (icm) implantation. Patients with focal onset-aware seizures and patients with focal impaired awareness seizures/bilateral tonic-clonic seizures without aura were recommended to use the activator once, just after the episode. Patients with focal impaired awareness seizures/bilateral tonic-clonic seizures with aura, the caregivers of patients experiencing status epilepticus, were advised to use the activator twice, during the aura and after the episode/ regaining consciousness. The authors described devices which exhibited false-positive events. The events were seizure-induced artifacts, mimicking pseudo-ventricular tachycardia/ventricular fibrillation (vt/vf) episodes, pseudo-atrial fibrillation (af) (sinus arrhythmia mimicking af), and nocturnal sinus bradycardia. The status of the devices is unknown. No adverse patient effects or additional product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is unknown. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: continuous cardiac monitoring in epilepsy: an implantable loop manual activation algorithm for improving ECG signal acquisition accuracy. Bmc cardiovascular disorders. 2024; 24:42. Doi: 10.1186/s12872-024-03721-5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.